Event description:
It was reported that the pinhole was found on the catheter during use. It was later reported per additional information received from the ibc via email on 24jun2019; it is unknown where the pinhole was detected on the catheter.

Manufacturer narrative:
The reported event is confirmed.although the reported event was confirmed, the root cause could not be determined.visual evaluation of the returned sample noted one opened (without original packaging), used (note yellow discoloration throughout and brown accretion on shaft) 3-way temp sensing silicone foley catheter. Visual inspection of the sample noted no obvious visible defects. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and immediately leaked from a pinhole (0.013 inches) over the inflation lumen at the trifurcation. Active length of the catheter balloon was measured (0.7980 inches) and found to be within specification.the catheter was confirmed to be size 14 fr.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following:¿5) to deflate and remove the balloon, attach a needleless syringe to ley let sterile water in the balloon come out spontaneously through balloon deflation without aspiration. After balloon deflation, withdraw the catheter slowly while confirming that no abnormal resistance is encountered." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pinhole was found on the catheter during use. It was later reported per additional information received from the ibc via email (B)(6) 2019; it is unknown where the pinhole was detected on the catheter.